Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart xl device had an unspecified battery problem with no battery backup. There was no pt involvement.